Manufacturer narrative:
(B)(4). Date sent: 3/6/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2026 b3: event year only reported: 2025 d4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: were any fragments generated? Did the fragments generated fell off inside the patient? If yes, were they completely removed from the patient without additional intervention? What efforts were made to locate the pieces of the blade during the procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure an active blade broken there is no adverse consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2026. D4 batch #: z7002j. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device determined that the distal tip of the blade was broken off, with the remaining blade portion scratched and showing evidence of contact with metal in or out of the operative field. During functional testing on energy systems, an alert screen was displayed, and the device stopped activating, which is attributable to blade damage. Disassembly of the device verified that no anomalies were found in the internal components. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage, resulting in activation issues such as failing the pre-run test with the generator and displaying alert screens including "remove instrument from patient," "blade error detected," "relaxed pressure on blade," and "replace instrument." Continued usage of the damaged blade can result in a broken blade. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z7002j, and no non-conformances were identified.